Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean parts of the pump, and after following these instructions, the customer successfully completed the load process and resumed insulin delivery.